Manufacturer narrative:
(B) (4).

Event description:
It was reported that a confirmed pump motor stall with no motor stall recovery had occurred. This was caused by the pt having an MRI or other medical procedure. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.